Event description:
It was reported that during a percutaneous coronary intervention (pci), a 3.00x15mm maverick2 monorail percutaneous transluminal coronary angioplasty catheter was ruptured. The lesion being treated was the mid left anterior descending artery (lad). It was extremely calcified. The balloon was ruptured at 6 atmospheres (atms). It was then changed to a non bsc balloon. There were no patient complications or injuries reported. The patient status is listed as good. The procedure was completed with a different device.

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. A review of the manufacturing records shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint is due to a design limitation.